Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, imaging system displayed a "error initializing collimator". Rebooting the system resolved the issue and the system was functioning normally. There was no patient present at the time of the issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that they were unable to determine probably cause without further information. If information is provided in the future, a supplemental report will be issued.